Manufacturer narrative:
(B)(4). Batch # m54v4t. Expiration date: 7/6/2020. Manufacture date: 8/6/2015. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an ultra low resection procedure, the contour cutter was fired to resection the rectum. When staple line was checked the surgeon discovered in the center, the device had no staples and there was a hole. Sutures were used to pull the rectum out to allow another staple line to be fired beneath with a stapler. Case was delayed 10-15 minutes to repair. There were no adverse consequences for the patient reported.